Manufacturer narrative:
Pt info was not available at the time of this report. The system was evaluated at the site. After deleting unused pt exams that had been stored on the hard drive, the system was fully functional and the system checkout showed no anomalies. The reported event was related to the site not deleting old exams. There were no further issues.

Event description:
A medtronic rep reported problems acquiring the lateral image while in a synergy spine surgery. The software froze and would not track the wireless tracker. The surgeon logged out then logged back in, took the lateral image first then the ap image. The surgeon was able to navigate properly to complete the case. There was no impact on the pt outcome.